Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
While the customer was using a g130 scaler, the insert was overheating; no injury resulted.

Manufacturer narrative:
Debris buildup in the water solenoid. Blockage in the handpiece cable causing restricted water flow. Cabinet is cracked.